Event description:
Patient previously underwent baclofen pump placement in the summer with replacement approximately two months later. She underwent a dye injection study for concern that the pump was not functioning appropriately.during surgery in examining the external portion of the system. Surgeon then disconnected the pump from the sutureless adaptor. No flow of csf was observed. Could not aspirate csf from the catheter. The pump was then placed on the back table. It was turned on to provide a purging bolus, and it was evident at the conclusion of the procedure that the pump could provide drug through the pump system by the fluid collecting at the tip of the nipple of the pump. The patient had findings consistent with a pseudomeningocele on the back with a pocket of likely csf-type fluid present. Surgeon opened the back incision to examine and assess the catheter there. Csf was indeed encountered in the pocket, but no evidence of transcutaneous csf leak was noted. After the csf had been evacuated from the subcutaneous space, it was possible to inspect the catheter. There was no tear or other obvious break in the catheter, and no obvious csf egress was noted coming around the catheter. There did not appear to be a kink in the tubing or system. In preparation to manipulate and potentially remove this catheter, surgeon removed the sutureless adapter from the catheter in the abdominal incision. This was done before removing any of the plastic stays or the other anchors on the patient's back. With removal of the sutureless adaptor, there was free flow of csf from the catheter at the abdominal end of the tubing. Again, this was before any actual manipulation of the catheter in the back beyond exposure of it and inspection. Surgeon then tried to force fluid through the sutureless adapter and could not do so under modest pressure. Under high pressure, it was possible to force fluid through, and thereafter fluid would pass through this more easily. Surgeon did not see any specific debris egress the catheter here, but there is no question that tubing did not drain spontaneously before the sutureless adaptor was removed, and after the sutureless adaptor was removed there was ready spontaneous drainage through the remaining portion of the catheter. The sutureless adapter itself was inspected after its disconnection both from the pump and the rest of the tubing did not appear to have any obvious abnormalities present physically. At this point, the surgeon spoke with the family by telephone to inform them of the operative findings. He indicated it would be possible or even easier to replace the sutureless adapter and put the baclofen pump back into position. He said that the presence of this particular obstruction did not explain the presence of the pseudomeningocele on the child's back, but that the pseudomeningocele was not necessarily an unusual finding in a child in her position. What he could not do was inform them as to why the catheter was occluded, and they were very concerned that this process would occur again and requested that he remove the entire system. Therefore, the plastic stays holding the catheter to her back were released from the fascia and suture debris removed. A pursestring suture was placed at the point where the catheter came through the fascia. The catheter was then removed in its entirety and the suture tied down. No evidence of csf leak on the back was then evident. All the tubing and the pump itself were then returned to biomedical engineering for inspection. The incisions were copiously irrigated and closed with vicryl, followed by monocryl in the abdomen and by nylon suture on the back. Sterile dressings were placed. The operative drapes were removed. The patient was awakened from anesthesia and taken to recovery in stable condition. At the end of surgical procedure, all sponge and needle counts were correct.